Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and confirmed that the caregroup for each department was not displayed. The fse confirmed that it took longer than usual to establish communication between the bedside monitor and the central monitor. The fse found that the symptoms had been occurring since the network switch was updated on september 20, 2025. The fse have asked the network provider ((B)(4)) to recheck the settings of the updated network switch. The fse explained that the problem was that multicast communication was not working. After that, the fse changed the network switch settings and confirmed that the bedside monitor and central monitor were working properly. It was operating normally after restarting the central monitor. Based on the information available and the testing conducted, the cause of the reported problem was network related. The reported problem was confirmed. The device was operational after changing the network settings. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that the bed icon for the overview alarm has disappeared on the bedside monitors in multiple wards. The device was in clinical use a the time the issue was discovered. There was no adverse event or patient harm reported.